Event description:
Customer reported via phone, the insulin pump had scratches and it was obstructing the screen. Customer's blood glucose was unknown. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.